Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the patient side cart encountered persistent error 23 and could not be driven out of the crate. Troubleshooting first involved removing and reinstalling the patient side manipulator (psm), but this action did not resolve the issue. The caller then attempted to disable the psm, yet the error continued to return. At the time of the report, the cart was located at the loading dock and was manually pushed indoors due to rain. The caller awaited further support after being notified that field service would be contacted. No logs were available, as the system was not connected at the time. There was no report of patient involvement.